Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. H3, h6: no products have been returned to medtronic for analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used during a functional endoscopic sinus surgery (fess.) It was reported that the instrument tracker was not tracking. The system was rebooted and metal from the field was removed, doing so had resolved the issue. There was a patient involved. Additional information was received, it was reported that the event happened pre-operatively and there was no delay due to the issue. There was no impact on patient outcome. It was noted that another system was brought in to complete the case. Additional information was received. The most likely / suspected cause of the event was the side emitter was not properly placed or moved after the initial registration.